Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that here was a problem with vitrectomy. New information has been received indicating that during the vitrectomy mode there was a strange noise and there was an abnormal cutting behavior. The vitrectomy failed. The procedure was completed with no impact to the patient.

Manufacturer narrative:
Additional information has been provided in the company service representative examined the system and replicated the reported event. The nonconforming pneumatic module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatic module. The manufacturer internal reference number is: (B)(4).